Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and the force sensor had malfunctioned. This report is made based on the results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Using a test battery cap, the pump powered up to a dim and discolored display screen with auditory and vibratory features. The investigation encountered a ¿no cartridge detected¿ warning during the prime step and was unable to complete the rewind/load/prime sequence. The force sensor calibration was out of specifications with a reading of zero. Pump casing was opened, the force sensor resistance reading was out of specifications and contamination was found on the force sensor plate. (B)(6).